Event description:
It was reported that the ventilator patient assist port did not work and there was no audible alarm at the nurse call station. It is unknown if the ventilator was connected to a patient when the reported problem occurred.